Event description:
The patient contacted animas on (B)(6) 2013 reporting that he was in (B)(6) and his pump got stolen when he was unconscious due to hypoglycemia. The patient reported that he had gone past the point of realizing that he was low, woke up two hours later and realized his pump was stolen. He did not notice symptoms but felt confused and panicky. The patient woke up, ate sugar and his blood glucose (bg) afterwards was 9.5mmol/l. The patient stated he did not know his bg level at the time of the incident. The patient stated that he had eaten normal meals but was drinking alcohol beverages. Customer support (cs) instructed patient that alcohol on an empty stomach can lead to low bg. Cs instructed patient to always eat when drinking and keep monitoring bg. This report is being made because the pump cannot be ruled out as a contributor to the patient's alleged hypoglycemic event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error inadequate management of food intake).